Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD; 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. It was noted that the patient was diagnosis with complete heart block. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.